Event description:
It was reported that the patient presented for a routine follow up with high voltage therapies programmed off. Real- time egm displayed fast intervals for p and r waves. Decreased sensing was noted. Lead dislodgement was suspected. The lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.